Event description:
It was additionally reported that the patient complained of palpitations. Small p-wave amplitude was noted and atrial capture could not be confirmed even at maximum outputs. The issues were unable to be resolved with reprogramming.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the patient complained of dizziness, and the atrial lead exhibited far field r-wave (ffrw) oversensing, resulting in false at/af episodes. The lead also exhibited possible undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.